Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that poor intrinsic sensing amplitudes and loss of capture (loc) were observed on this right ventricular (rv) lead during routine follow-up. An x-ray was performed and lead dislodgement confirmed. A revision procedure was performed wherein the lead was repositioned with satisfactory measurements. No adverse patient effects were reported.